Manufacturer narrative:
Product support did not confirm the client's observation of elevated tni and ck-mb results but did confirm that sample-specific factors interfered with the triage device. Product support observed error codes each time the returned pt sample was ran. Product support treated sample for hama antibody interference and still observed error codes. By analyzing the device internal control spot in global stat pak, product support observed a drop in non-specific binding signal when the sample was treated with ani-hama antibodies. This confirmed that the sample had heterophilic antibody interference which contributed to the client's observation of elevated tni and ck-mb results. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged false positive for troponin (tni) and ck-mb when testing with triage cardiac device versus negative results with another format. Patient, (B)(6) female, was taken to ER via ambulance for chest pains located in the retrosternal area and radiating to left arm. Pt rec'd aspirin and sl nitro spray. No report of invasive procedures or injury to pt.